Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had low power and made a loud rattling noise during knee surgery. No injury or medical intervention occurred. It is unk if surgical delay occurred. There is no add'l info provided.